Manufacturer narrative:
One device was received for evaluation. Customer reported that the pump had air control unit watch dog failure. Complaint confirmed by checking the alarm history. It is verified that the acu watchdog failure is found in the alarm history. The device is repaired by replacing the main board. Visual and functional testing was performed. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found acu watchdog failure, primary audible alarm post. The pump is calibrated and greased and reset to standard configuration. The main cause of customers¿ complaints was the faulty main board. After installing and replacing the parts, the pump passed all the testing and is fully operational

Event description:
It was reported that the device had air control unit watch dog failure. The event occurred during testing.